Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken grip at the base. A piece approximately 11.65 mm x 1.64 mm was found to be broken off. The broken piece was returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ave instrument was checked before it was used while connecting to the generator and to the robot. The surgeon was transecting the liver. The instrument had not been in contact with other clamps. The tip broke in the patient. The customer retrieved the tip that had fallen into the abdomen. The delay did not exceed 15 minutes because the customer changed the gripper to minimize the wait and avoid a longer delay. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was in use for a total of 9 hours. The clamp broke at around 3 p.m. After showing signs of malfunction. The instrument was removed with the wrist straightened during the procedure. There was no feeling of resistance when the instrument was removed through the cannula. When the instrument broke, all the fragments were retrieved using a pair of gripping pliers. All fragments were retrieved and were put back together to reform the instrument and ensure it was "complete." No additional surgical procedure was required following this incident. It is unknown if any post-operative tests such as an x-ray or ultrasound were performed to check for remaining fragments. There have been no injuries or complications related to the presence of foreign bodies reported. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no available photographic images or video recordings of the device(s) or the procedure for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .